Event description:
Reporter stated there are defective segments on this infusion device display. The defective segments are in the area indicating the insulin delivery amounts. The infusion device was replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6). This product is associated with report with patient identifier (B)(6).